Event description:
Bact / alert pf culture bottles are used in conjunction with the bact/alert microbial detection system in qualitative procedures for recovery and detection of aerobic and facultative anaerobic microorganisms from blood. The bact / alert pf bottles monitor the presence and production of carbon dioxide. A pediatric oncology patient's blood was inoculated into the pf bottle. The bact system called the bottle negative but the subculture grew 2+ alpha strep viridians on chocolate agar in co2. Biomerieux has made multiple attempts to contact the customer but, biomerieux has received no additional information on this incident. It is unknown whether treatment was delayed to the patient or if the patient was on antibiotics which, as the package insert states, would alter and/or inhibit growth in the pf bottle. It is also unknown whether the pf bottle was handled properly before inoculation. Biomerieux has not information that the patient was injured or adversely affected by the possible false negative result from the bact / alert pf bottle.